Manufacturer narrative:
(B)(4). G2: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total shoulder arthroplasty during which a periprosthetic fracture of the greater tubercle was identified. The fracture was attributed to soft, osteoporotic, and sclerotic bone quality. As a result, a microstem implant was implanted in lieu of the originally planned nano stem.